Event description:
It was reported that the cement hardened for only 7min in 21¿ ope room. The viscosity of the cement was higher than usual, so the surgeon implanted exeter with strong force. Femur fractured a little by the tip of the stem. Fractured area of the femur was fixed with the cement. Unnecessary cement was removed and new stem was inserted. The cement is usually stored in 4¿ cool box. The cement was taken from the cool box 100 min before use. No substances such as blood, saline water and antibiotic were mixed into the cement. All the monomer and polymer were used. Revolution mixing system was used and it is also stored in general temp usually. The cement was mixed with drill mode using with revolution.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the cement hardened for only 7min in 21'' o.r. The viscosity of the cement was higher than usual, so the surgeon implanted exeter with strong force. Femur fractured a little by the tip of the stem. Fractured area of the femur was fixed with the cement. Unnecessary cement was removed and new stem was inserted. The cement is usually stored in 4'' cool box. The cement was taken from the cool box 100 min before use. No substances such as blood, saline water and antibiotic were mixed into the cement. All the monomer and polymer were used. Revolution mixing system was used and it is also stored in general temp usually. The cement was mixed with drill mode using with revolution.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Device visual inspection and functional testing was completed on the three retained samples tested from lot code jeu014. The results were satisfactory and within specification. Device history review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retained samples of the reported lot code jeu014 were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time .if additional information becomes available this investigation will be reopened.